Event description:
The customer reported that an error message (image read error) displayed on the system. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Phone support was provided. The reported issue is usually due to a connection problem, possibly the sensor network hardware. The sensor cable is also a likely cause. (B)(4).